Manufacturer narrative:
The customer returned the arm support to maquet (B)(4). The device has been evaluated: the device is more than 15 years old. The device has been modified by 3rd party. It has been converted to another variant of the device. The screw connection between the holder and the armrest is secured against loosening with screw locking adhesive by the manufacturer. Only very little glue residue could be found on the relevant screw connection. This suggests that no screw locking adhesive has been used during the modification of the device.

Event description:
During a surgical procedure, in lithotomy position, the arm board changed the position without notice of the user. The patient suffered a damage of the brachial plexus. Manufacturer reference #(B)(4).

Manufacturer narrative:
A field service technician (fst) inspected the device and found a loosened screw connection between the arm board and the support. Due to this malfunction the arm board did not hold in place. The manufacture has asked the customer to send the defective device for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(6) provides product failure investigation, analysis and resolution for the device described in this report.